Event description:
It was reported that during a lap fundoplication procedure, after 5 minutes, no function. Display shows instrument error. Took new instrument. No further info is available. No consequences to the patient.